Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 2-3 minutes into the procedure. The spyscope ds ii was reconnected back to the controller; however, the image problem was not resolved. The procedure was not completed due to this event. Reportedly, a plastic stent was placed, and the patient needs to be brought back to remove the stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and a live and clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging showed no damage to the distal tip, including the thru-silicon vias (tsvs), redistribution layer (rdl), and camera wires. X-ray imaging of the handle also showed no damage to printed circuit board assembly (pcba) or camera wires. The handle was opened, and all the internal components were inspected including the connection of the camera wires to the pcba, and no damage or defect was noted. The reported event was not confirmed. Product analysis was unable to replicate or identify any problem that could have caused or contributed to the reported event. The device met all manufacturing specifications, and therefore there is unlikely a problem related to manufacturing. A review of the risk documentation confirms that the failure is not a new or unanticipated event, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 2-3 minutes into the procedure. The spyscope ds ii was reconnected back to the controller; however, the image problem was not resolved. The procedure was not completed due to this event. Reportedly, a plastic stent was placed, and the patient needs to be brought back to remove the stent. There were no patient complications reported as a result of this event.